Event description:
The customer reported via phone call that they were unable to complete the rewind sequence on the insulin pump. The customer stated they were unable to navigate from the reservoir set up menu to the rewind menu. The customer was assisted with changing the insulin pump's setting. Customer was able to successfully rewind and prime their insulin pump at the end of troubleshooting. It was also found the customer had a rewind anomaly previously after changing their infusion set. The customer's blood glucose was 140 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.